Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device found that a break had occurred in the hypotube. The break was located at 21cm distal to the strain relief. It was noted that the coating on the hypotube was not completely broken, holding the two sections together. The hypotube was severely kinked adjacent to the break site. The distal outer was slightly kinked at various locations at the bi-component bond region. An examination of the crimped stent identified no damage, however the tip of the device was found to be slightly flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. Following predilation with a 20x2.0 non-bsc balloon catheter, a 2.50x24mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed hypotube break.